Manufacturer narrative:
There was no patient impact or adverse event as a result of the complaint as it was detected by the distributor during incoming inspection prior to use in patient. Any relevant information as a result of the investigation will be provided in a follow up report.

Event description:
A report was received from a distributor stating that a defect was observed in the sterile packaging (nylon side) of the nrg transseptal needle during their incoming inspection of the product.